Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the physician was holding the activation button repeatedly, even after the tissue was transected. He was warned that this was not a good technique before and during the procedure. The physician continued to over-activate the device. The device gave a short circuit error code, followed by a probe damage error code towards the end of the procedure. The device was replaced and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
Olympus received the thunderbeat hand piece for evaluation. The analysis confirmed the reported probe damage. Teflon pad was found melted and partially detached form the grasping section. The damage found can result from activation of output for an extended period of time without grasping tissue (closed jaw).